Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-08383 and medwatch 2210968-2012-08384. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the rotation speed of the blade was getting slow and the trigger switch did not work properly. Another like device was used. There were no adverse patient consequences.